Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog one source pack, it was reported that the centrifugal bowl was broken when using the autolog. The anesthesiologist found that the place where the bowl was inserted was rusty, implying that the instrument damaged the disposable. The device was used. There were no reported adverse patient effects.

Manufacturer narrative:
Additional information b5. There are two possible lot numbers for the autolog wash kit that was part of the one source pack: 230497432 and 230497430. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that it was confirmed that the bowl was broken. The bowl was able to be locked into place. The bowl was not re-seated/reinstalled/replaced because it was broken. An error warning message appeared but the customer was unable to specify which error code. There was damage noted in the disposable only. There was visual, audible, or performance abnormalities. See the attached video. There was only blood in the centrifuge cup. Correction d4.5 (unique identifier (UDI) #): this field has been updated. Correction section e initial reporter: the postal code field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.